Event description:
Per customer's email: stent had to be wasted because it kept shredding the guide wires. He wasted stent was rms-060024-r /lot # c1922392. Boston scientific was the wires amplatz stiff ref # m006401080/ lot # 28521703. Note: incorrect size wireguide sensorwire 0.35 and amplatz super stiff 0.35 used. Per IFU 0.038" is to be used. 2. Did any unintended section of the device remain inside the patient¿s body? No a. If yes, please describe. 3. Was the patient hospitalized or was there prolonged hospitalization? No, only procedure time was prolonged. 4. Did the patient require any additional procedures due to this occurrence? No. 5. Did the product cause or contribute to the need for additional procedures? No . A. If yes, please specify additional procedures and provide details. 6. Has the complainant reported any adverse effects on the patient due to this occurrence? Not to my knowledge. 7. Has the complainant reported that the product caused or contributed to the adverse effects? Not to my knowledge. A. Please specify adverse effects and provide details. Information received via email on 02aug2022: ar 04aug2022. 1. What procedure was being performed? Ureteral stent exchange 2. Did any unintended section of the device remain inside the patient¿s body? No a. If yes, please describe. 3. Was the patient hospitalized or was there prolonged hospitalization? No, only procedure time was prolonged. 4. Did the patient require any additional procedures due to this occurrence? No. 5. Did the product cause or contribute to the need for additional procedures? No. A. If yes, please specify additional procedures and provide details. 6. Has the complainant reported any adverse effects on the patient due to this occurrence? Not to my knowledge. 7. Has the complainant reported that the product caused or contributed to the adverse effects? Not to my knowledge . A. Please specify adverse effects and provide details. 8. Are any images available for review? N/a, yes, no. 9. What was the target location for the stent? Ureter. 10. Did anything have to be removed from the patient? N/a, yes, no . A. If yes, please specify: I. What part of the body the device was removed from? Ii. What device was removed? Iii. What instrument was used to remove it? 11. Please specify the storage conditions of the device at the facility, particularly those relating to light and temperature 12. Why was the stent removed? N/a, exchange, other. A. If other, please detail why the stent was removed. 13. If the stent was removed what was used to complete the procedure? N/a. 14. What was the length of the indwell time? Unknown. 15. What disease mode was the physician trying to treat? Unknown. 16. What type and size wire guide was used with the device? Sensorwire 0.35 and amplatz super stiff 0.35. 17. Did the device come with a pigtail straightener? N/a, yes, no unknown . A. If yes, was the pigtail straightener used? N/a, yes, no. 18. Did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a, before, after unknown. 19. Did the user attempt to attach the tapered end of the stent to the inserter? N/a, yes, no unknown. 20. Was this device assembled outside of the body? N/a, yes, no unknown. 21. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 22. What intervention (if any) was required? N/a. 23. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 24. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no . A. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation. Lab eval complete on 31 aug 2022: visual inspection: stent returned sealed in original packaging. Introduction catheter and x3 wire guide returned. Boston scientific wire guide returned. Clear sheath with wire guide contained within returned, wire guide in sheath damaged approx. 4.5cm from the end. No damage observed on remaining two wire guides. No damaged observed on the introduction catheter. Functional inspection: n/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental cancellation report is being submitted due to re-assessment following completion of investigation on 16-feb-2024. No adverse effect to the patient was reported as occurring. The event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Supplemental cancellation report is being submitted due to re-assessment following completion of investigation on 16-feb-2024. No adverse effect to the patient was reported as occurring. The event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: the complaint stent for rms-060022-r device of lot number c1922392 involved in this complaint was not returned for evaluation as it was disposed of. However the introducer and an unopened rms-060022-r stent of the same lot number was returned for evaluation in its original packaging along with 3 wire guides and, with the information provided a physical examination and document-based investigation was conducted. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation. Visual inspection: stent returned sealed in original packaging. Introduction catheter and x3 wire guide returned. Boston scientific wire guide returned. Clear sheath with wire guide contained within returned, wire guide in sheath damaged approx. 4.5cm from the end. No damage observed on remaining two wire guides. No damaged observed on the introduction catheter. Lab re-evaluation visual inspection: wire guide #1 observed to be frayed. No damage observed on other wire guides. Functional inspection: wire guide #1 - measures 0.035 inches. Wire guide #2 - measures 0.035 inches. Wire guide #3 - measures 0.035 inches. Functional inspection: n/a. Document review: prior to distribution rms-060022-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for rms-060022-r of lot number c1922392 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1922392. It should be noted that the instructions for use (ifu0020) states the following: ¿3.with introduction catheter and sheath in proper position, remove introduction catheter and wire guide to allow passage of the stent.¿ ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the instructions for use also state, ¿note: use with wire guide with 0.038¿ diameter¿ there is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU/label. As per customer testimony it is known the stent shredded the wire guides however the instruction for use instructs the user to remove the wire guide before the stent is introduced, this is to allow for the passage of the stent without interaction with the wire guide. The interaction of the stent with the wire guides may have resulted in the wire guides becoming damaged. Further information was received that the device was positioned with a 0.035¿ wire guide, as per instructions for use provided with the device the user is instructed to use a 0.038¿ wire guide however this is considered secondary and will also be captured under this complaint. Confirmation of complaint : complaint is confirmed as the failure was verified in the laboratory. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 01, used device. 1 device was returned unused, sealed in its original packaging. According to the customer the stent shredded the wire guide. A definitive root cause was established. The user has not complied with the requirements of the IFU/label. As per customer testimony it is known the stent shredded the wire guides however the instruction for use instructs the user to remove the wire guide before the stent is introduced, this is to allow for the passage of the stent without interaction with the wire guide. The interaction of the stent with the wire guides may have resulted in the wire guides becoming damaged. Further information was received that the device was positioned with a 0.035¿ wire guide, as per instructions for use provided with the device the user is instructed to use a 0.038¿ wire guide however this is considered secondary and will also be captured under this complaint. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.